Event description:
It was reported that on (B)(6) 2022, the lead was replaced due to high rv lead impedance. The patient was stable.

Event description:
New information notes that the lead was capped and a new lead implanted.